Manufacturer narrative:
Philips received a complaint on the heartstart xl defibrillator/monitor indicating that ¿during the morning test, the doctor found that the electrode plate discharge failed and could not discharge¿. There was reportedly no patient involvement. The device was evaluated by the hospital¿s equipment engineer, however the issue was not observed. The electrodes were replaced and it was confirmed that the device was fully functional. The device remains at the customer' site. No further action is warranted at this time.

Event description:
It was reported to philips that during the morning test, the doctor found that the electrode plate discharge failed and could not discharge. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.